Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that presenting electrograms noted oversensing on the right ventricular channel due to latency and a wide morphology in the right ventricle. The device remain in use. No patient complications have been reported as a result of this event.